Event description:
This report summarizes 3 malfunction events in which the device was contaminated with a chemical or other material. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 2 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2023-02259 but should be included under this report. - 3 previously reported events are included in this follow-up record. Product return status 1 device was received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device was contaminated with a chemical or other material. 2 events had no patient involvement; no patient impact.